Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent spinal fusion surgery at l3-5 due to unspecified reasons. Intra-op, tip of the screwdriver was stuck in the screw. Fragment of the products were remained in the patient. No patient symptoms or complication were reported as result of this event.